Event description:
It was reported that the customer had changed the battery on the insulin pump and the new battery only lasted a couple of hours. The pump then gave a low battery followed by a failed battery test alarm. Then, the battery died. Customer changed the battery again and it lasted an hour. Both batteries were (B)(6) brand batteries. Customer tried an energizer battery and it lasted a few hours before it died with a failed battery test. Customer reverted to their back-up plan. Customer stated that the pump appears to be working. Troubleshooting was performed and insulin pump will be replaced due to the numerous issues with failed battery tests, blank screens, and low battery life. Customer did not see any obvious damage on the battery cap or battery compartment. Customer does not have a back-up plan since her doctor's office is closed. Customer stated that she will figure something out. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed failed battery test during battery insertion due to severely corroded battery cap contact. The insulin pump was tested again with a new battery cap and no failed battery test alerts noted. No unexpected low battery alerts or blank display anomalies and the operating currents were in specification. The insulin pump passed displacement test and off no power test. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.